Manufacturer narrative:
No broken/missing retainer or missing reservoir tube o-ring noted. Device passed the displacement test. The test p-cap and reservoir does lock in place in the reservoir compartment. Device had a scratched case, cracked case at the corner of the belt clip rail and a pillowing keypad overlay. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call the insulin pump had physical damage. The customer's blood sugar was unknown. It was reported the connection with reservoir compartment broken and ring is missing. The insulin pump will be returned for analysis.